Event description:
It was reported that approximately 3 weeks after surgery with unilateral posterior bone dowel and infused bone graft at l5-s1, pt developed back pain. MRI showed "fluid collection found at the operative site at the l5-s1 interspace and extending into the right side of the spinal canal and right l5-s1 neural foramina." A reoperation was performed to drain fluid. Pt is reportedly doing o.k. It is unknown if the infuse bone graft contributed to the reported event, but co's filing this MDR out of an abundance of caution.